Event description:
The patient had no pain relief. The pump was nearing expiration due to longevity, but was not offering any relief to the patient. During a recent refill, the physician was unable to aspirate the reservoir or put any new medication in the pump despite the reservoir being empty. The pump was replaced. The patient had no adverse sequelae associated with the event other than no pain relief regardless of dose prescribed. The device system was used to deliver hydromorphone (80 mg/dl) and compounded baclofen (unknown concentration) at 18.5 mg/day.

Manufacturer narrative:
(B) (4).